Manufacturer narrative:
This is a duplicate report of 1818910-2017-50712. 1818910-2019-90672 is being retracted as it is a report duplication. 1818910-2017-50712 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 21 sep 2018: on (B)(6) 2017, patient underwent a left attune tka with depuy cement. She then underwent a left revision for loosening of the tibial tray at cement to implant interface on (B)(6) 2017, revising the tibial base and poly insert only. Attune base and insert were implanted during revision.